Manufacturer narrative:
Product analysis results: visual and optical inspection confirmed the screw has been returned damaged and disassembled into three pieces, the screw head, sleeve and the screw. Macroscopic inspection of the damaged screw head revealed a section had been cut out leaving a uneven very jagged fracture surface. The sleeve had also been damaged the same way. The actual screw was not damaged. The nut of the screw was not returned. It appears the screw was removed by some sort of surgical cutting blade. Unable to determine the root cause of the damaged screw. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent posterior cervical surgery due to cervical vertebra degeneration. Intra-op, the screw was disassembled into 3 parts, nail, nut, and ring. No fragments were remained in the patient body. There were no patient complication reported as a result of this event. The screw was disassembled into 3 parts, nail, nut, and ring. Event date: (B)(6) 2019 date of implant: (B)(6) 2019 date of explant: (b(6) 2019.